Manufacturer narrative:
External insulation abrasion was noted at 57.5 cm to 58.0 cm from the connector pin consistent with lead friction to the ICD can / another device or feature of the heart. The etfe coating was intact at this location. All other damage noted to the lead body was consistent with that occurring at time of explant.

Event description:
This report is to advise of an event observed during analysis.